Event description:
Infusion set tubing separation at the tubing luer connection. Caller did not think patient experienced any blood glucose issues as a result of this separation, but stated "I cannot be certain of if it was because of the infusion sets or because he is a teenager." Caller indicated that patient noticed the separation during normal day to day activity, while taking the device off while playing lacrosse. Caller did not report patient receiving any medical assistance as a result of this issue.